Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the right ventricular lead (rv) was attached to the device, but there was no pacing. A different device of same model was attached to the rv lead and paced as expected. The ipg was not implanted. A different device was used to complete the procedure. After the ipg was removed, interrogation of the device revealed that the rv pace and sense polarities were programmed to unipolar therefore there was no pacing because the device was outside of the pocket. It is unknown how the device was programmed to unipolar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.